Manufacturer narrative:
Reference MFR report #2916596-2019-00835 for the patient¿s initial report of infection. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted to the hospital (B)(6) 2019 with recurrent klebsiella pneumoniae bacteremia. Treatment was IV antibiotics. The patient was sent home on (B)(6) 2019 on IV parenteral antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document: (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction#: 86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. This type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance.